Event description:
On (B)(6) 2013, the rt director for the facility reported that they were having skin breakdown issues with the dale 270 device and requested that a dale rep visit them on monday, (B)(4) 2013 to review the situation.

Manufacturer narrative:
On (B)(4) 2013, a dale medical sales rep, visited the noted facility meeting with the rt director, clinical coordinator and members of the rt staff from the day shift and night shift. In conversation it was noted that the issues were all in the ICU on various (up to 5) pts. All the pts were in poor health with some pre-conditions and on various med's. It was stated that the pts exhibited broken skin, but no bleeding or blood, just a red area when the adhesive base was removed after 3 days. The following general questions were asked by dale and answered by the customer: the dale sales rep provided in-servicing to all the rt technicians on the day and the night shift during the visit. The IFU video from the dale website was reviewed by the staff and the rt director downloaded the video for future use for staff training. Based on the info provided by the customer contacts, dale medical products, inc. Has concluded that there are no issues with the devices and the cause of the skin issues is most likely a device application issue or pt specific; such as an allergy, medical condition or skin condition.